Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include inability to hold urine, urinary incontinence has become worse; and bladder infections.